Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date of event estimated. Date of implant estimated. Date of implant estimated. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Embolism, thrombosis, cerebrovascular accident, myocardial infarction (mi), cardiac tamponade, atrial perforation, hemorrhage, ischemia, foreign body in patient, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Additionally, a cause of the patient effect of death, embolism, thrombosis, cerebrovascular accident, myocardial infarction (mi), cardiac tamponade, re-hospitalization, atrial perforation, hemorrhage, ischemia, foreign body in patient, surgical procedure and additional therapy/non-surgical treatment, could not be determined. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling. Article attached titled, outcomes with transcatheter mitral valve repair in the united states.

Event description:
This will be filed to report event captured based on literature review, and this case represents a summary of patients with stroke, perforation, thrombosis, cardiac tamponade, hemorrhage, myocardial infarction, transient ischemia, foreign body, and embolization noted in the article. It was reported through a research article identifying mitraclip that may be related to patient stroke, perforation, thrombosis, cardiac tamponade, hemorrhage, myocardial infarction, transient ischemia, foreign body, embolization, single leaflet device attachment and complete detachment of leaflet clip. Specific patient information is documented as unknown. Details are listed in the attached article titled, outcomes with transcatheter mitral valve repair in the united states. No additional information was provided.